Event description:
Customer reported receiving a reading of 235 mg/dl on her adc meter on (B)(6) 2013 at 6 pm which was lower than she felt. Customer self-treated with an unknown amount of insulin and unknown medications prescribed by customer's doctor in response to this reading and later on (B)(6) 2013 at 5:30 am had "foaming on the mouth" and had a loss of consciousness. Paramedics were called and treated customer with intravenous dextrose. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.